Event description:
Cord clamp cutter broke when they were trying to cut the clamp. It broke at the top plastic piece and exposed the blade. The nurse stated that this could have pulled and cut the umbilical cord causing the pt to bleed. This occurred 2 times at this facility (a separate complaint will be filed).